Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt felt a shocking or jolting sensation following being struck from behind by a motorized grocery cart, directly at the implantable neurostimulator (ins) site. Since the accident, pt had a shocking/jolting sensation that went from the ins to her feet. The device had been shut off for about a month to prevent further shocking. The pt was admitted to the hospital for replacement of the ins and during the procedure impedances were high when tested at both 1 and 2 volts. The lead was disconnected from the header block, cleaned and reinserted with the same outcome as above. Everything appeared intact following visual inspection. However, there was a blood "clot" in the header block which the health care provider could not remove. A new ins was implanted, impedances were normal, there were good responses and the pt felt stimulation in the correct area. Pt was doing well postoperatively.